Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 12/31/2013.

Manufacturer narrative:
The battery compartment was cracked. There was corrosion in the battery compartment. The pump failed a leak test, a battery compartment leaked. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Pump history shows multiple replace and low battery warnings. (B)(4).